Event description:
The reporter did meter to healthcare professional meter comparison tests, using separate finger sticks. Reporter's meter reading was 166 mg/dl, and the doctor's meter (type unknown) result was 121 mg/dl. Reporter did not have any symptoms. A control test was not done due to lack of supplies. On follow-up, the reporter did not check the confirmation dot for enough blood or compare to color chart. No harm was alleged.